Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer¿s continuous glucose monitor read ¿high¿, however, a specific blood glucose (bg) value was not provided. A manual insulin injection as well as correction bolus was administered to address bg level. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.